Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm, the buttons on the insulin pump are unresponsive, and insulin squirted out of the reservoir. Customer's blood glucose level at the time 7.3mmol/l. Troubleshooting occurred. No additional information was provided.